Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information received "complaint contact stated we do not have any other information to provide". No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A service history review identified there was no indication that the complaint was related to a service of the device within the review period.